Event description:
The user facility reported a 75-year-old female with an impella 5.5 placed as escalation of therapy. It was reported that during ventricle septal perforation (vsp) patch closure, the impella 5.5 caused wall perforation during dislocation. The ascending aorta was short, the catheter was inserted deeper than 5cm when the ascending aorta was clamped. It is believed that the catheter dislocated from there and penetrated the left ventricle. The impella was removed, and the ventricle was repaired. The pump was explanted but the patient continued on ECMO support.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿

Manufacturer narrative:
The investigation of ventricle perforation and positioning issues has been completed. The impella device was not returned for evaluation. Positioning issues: it was stated that the patient's aorta was short and the device was inserted deeper than 5cm when the ascending aorta was blocked. It became dislocated during vsp patch closure. Based on the clinical information provided, the root cause of the positioning issues is most likely due to use as the pump became dislocated during the patch closure. Ventricle perforation: the device was inserted deeper than 5cm, and during the patch closure, the 5.5 became dislocated and it was believed to have perforated the left ventricle. Based on the clinical information, the root cause of the ventricle perforation is most likely due to improper positioning of the device. Instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position. [Addition for 5.0, 5.5 only] in instances where the impella pump has been placed prior to performing cardiac surgery with aortic cross clamping and cardioplegic arrest, care should be taken when manipulating the heart when the pump position is fixed with application of the aortic cross clamp across the pump catheter.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance. ¿to reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. B3 date of event was erroneously entered on the initial manufacturer device report number 1220648-2025-28251. H6 health effect - clinical code 2135 was erroneously entered on the initial manufacturer device report number 1220648-2025-28251. H10 instructions for use were incomplete on the initial manufacturer device report number 1220648-2025-28251.